Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt started pelvic floor physical therapy last week and the therapist used a product similar to tens down in their pelvic area and pt had "abnormal sensations" after therapy that lasted for a little while after therapy was over then went away. Caller was calling for compatibility and safety for the pelvic floor tens product and also for neuromed neuromuscular external stimulation product. Reveiwed info and recommended caller provide tech support phone number to pelvic floor physical therapist and to the doctor recommending the neuromed, neuromuscular product to call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.